Event description:
The facility reported a colleague infusion pump with a sensor test failure. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a sensor test failure was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition to be a defective pump head module. The pump head module was replaced in order to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.